Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an l4-5 posterior surgical case to treat spondylolisthesis. Approximately 8 months post-op during a follow up it was noticed that the screw had broken at the screw shaft and head interface. The patient will be monitored, at this time no revision surgery is scheduled. No patient complications were reported.